Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, episodes with t-wave oversensing identified. Evidence of diminishing r-wave amplitudes from greater than 10 mv to less than 2 mv have been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing and low r-waves. The lead was capped and replaced. No pa tient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).